Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s insulin pump had a failed battery test. The customer¿s blood glucose level was unknown. The customer stated that they had failed battery test. Troubleshoot was performed and battery was removed and cleaned. The customer stated that they had again failed battery. The customer was advised to insert a new battery. The insulin pump will not be returned for analysis.